Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the doctor has been using a dcp-plate with stardrive ø 2.0mm cortical screws. In two veterinary cases now the plate has been broken and screw has gone through the plate. The doctor would like to know if the screw head is too small for the plate. It was reported that both plates were broken after surgery. This a veterinary case, there was no human patient involved. This report is for two unknown 2.0 dcp plates straight 6-7 holes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. This report is for two unknown 2.0 dcp plates straight 6-7 holes. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.